Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. However, the system was running at nearly 80% full and the representative deleted nearly all patients which resolved the slow behavior. The representative also removed any previous ent software versions. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure the navigation system was unresponsive. There was a reported delay to the procedure of less than 1 hour due to this issue.